Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU). Section 1, ¿introduction¿, lists potential adverse events, including infection (local, driveline, pump pocket), hepatic dysfunction, renal dysfunction, and neurological events (not stroke related), that may be associated with the use of the heartmate 3 lvas. Section 6 of the IFU, ¿patient care and management¿, lists infection and neurological dysfunction as potential late postimplant complications. Several sections of the heartmate 3 IFU and patient handbook provide care instructions regarding how to prevent infection. The IFU also provides suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported through the research article ¿heartmate 3 ventricular assist device in a single-ventricle and single-lung patient palliated with a bidirectional glenn¿ that heartmate 3 (hm3) may be associated with hemodynamic instability, renal failure, liver dysfunction, and infection. A 15-year-old male patient had a history of pulmonary atresia with an intact ventricular septum. The patient had undergone a blalock-taussig-thomas shunt shortly after birth, at 6 months of age the patient had undergone a glenn procedure and a left pulmonary artery (lpa) patch repair due to critical stenosis. The patient was admitted for cardiogenic shock and significant cyanosis, caused by severe ventricular dysfunction and complete occlusion of the lpa in a glenn physiology following a lapse in medical follow-up. Due to prior procedures, significant systemic-pulmonary collateral circulation, lpa thrombosis, and pulmonary hypertension, lung and heart transplant had too many forceable risks. Fontan completion and heart mate 3 support provided a more secure alternative. Multiple tools were used in preparation before this procedure, a volumetric cardiac computed tomography scan was used for planning the surgery. A 1:1 three-dimensional (3d) model was rendered, and 3d printed to enable virtual fit testing with a specialized imaging software. A computational hemodynamic model using cardiac pressure-volume loops was employed to proactively address potential physiological scenarios in post-surgical care. This was done to help the healthcare provider to anticipate complications during and after the procedure. The patient was successfully implanted with a heartmate 3. In addition, a fontan completion surgery was also performed to support the patient. The initial operative hours were marked with hemodynamic instability and elevated filling pressures and a progressive rise in liver enzymes. Post-surgery, the heart mate 3 was optimized for the situation in which it was deployed, with the pump functioning at 6,300 rotations per minute (rpm) which allowed for a cardiac index of 3.3 l/min/m². The patients heart rhythm was nominal. On the second day post-surgery, the surgical wound was closed, and a broad spectrum of antibiotics was used for both the surgical wound and the driveline infection. Kidney dysfunction was circumvented with renal replacement therapy for 4 weeks. Anticoagulation was deployed immediately with unfractionated heparin with a target activated partial thromboplastin time (ptta) of 60-80 seconds. Aspirin was deployed on the third day of post-surgical care, at 100 milligrams. The patient had no signs of stroke, but severe delirium was present. 76 days after the surgery, the patient was discharged. Patient had reported with a good quality of life 10 months post-surgery.

Manufacturer narrative:
B5: caneo, l. F., de campos, c. V., jatene, m. B., da cunha mello, j. G. G., barreto, I. G. M., & jatene, f. B. (2024b). Heartmate 3 ventricular assist device in a single-ventricle and single-lung patient palliated with a bidirectional glenn. Asaio journal. Https://doi.org/10.1097/mat.0000000000002333. Pediatric cardiac surgery unit, cardiovascular surgery division, instituto do coração (heart institute), hospital das clínicas, school of medicine, university of são paulo, são paulo, brazil. The reportable aware date is the date the sjm notifier completed reading the article and entered in the complaint database (per section 6.3.4 of 90979616). D4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.